Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed. The customer's blood glucose reading was 10mmol/l. It was stated that the device was not exposed to an MRI. Assisted with performing the displacement test, and the test failed. Advised that the insulin pump will be replaced and to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.